Event description:
It was reported to adac that in some instances, transfered data from different pegasys systems (not on an adac network) is not assigned a unique ID. This causes the data to be rejected by dicom. There was no injury.